Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The main battery pack was found to be near end of life and unable to take a full charge and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed a "pre charge error" upon initialization. There was no adverse pt involvement reported. There was no pt info reported.